Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that insulin was squirting out during the manual prime process. The customer's blood glucose level was 184 mg/dl. The customer was unable to troubleshoot due to being out of supplies. The customer was advised to revert to a back-up plan and call back when supplies are received. The product was not returned for analysis.